Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 800 mg/dl and trace ketones. Reportedly the customer experienced an occlusion alarm. Customer changed pump supplies to address the issue. Customer administered an injection to address the elevated bg level. Customer was released from ER 3 hours later. No additional information was provided.